Event description:
During an acdf procedure the physician attempted to use the removal screwdriver to insert the screw. The tip of the removal screw driver broke off in the screw and the broken piece was retrieved. The surgeon attempted to use a second removal screwdriver to continue insertion of the screw but the second removal driver broke as well. The broken tip of the second removal driver was retrieved. The third attempt to insert the screw with an insertion driver was successful.